Event description:
It is reported that the liner would not seat in the shell correctly because the locking ring was already locked. A new shell and liner were opened and implanted.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. The devices were returned for evaluation. Scratches were noted on the inner surface of the shell near the screw holes and on the cut-out for the locking ring mechanism. The locking ring of the shell shows a slight bend. Surgical notes were not provided, so it is unknown if the shell and liner were implanted according to the surgical technique. Cause cannot be definitively determined. No manufacturing abnormalities could be detected by either method.